Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be : a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative alarm was found. The device's system board, machine flow sensor and blower were replaced to address the issue. Section describe event or problem in box b, evaluation results code grid and component code grid in box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported to a ventilator that was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative alarm was found. The device's system board, machine flow sensor and blower were replaced to address the issue. The device's system board and machine flow sensor were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil noted an (evt_mcl_foc_shutdown) event and a (evt_mach_flow_drift_high) ventilator inoperative error in the event log from the system board. The pil installed the system board on the trilogy evo test stb), and the system board immediately alarmed for ventilator inoperative. The ventilator inoperative error (evt_mach_flow_drift_high) had recurred. The pil used rasp commands to unlatch the ((evt_mach_flow_drift_high)) on the system board, then ran therapy with a test lung for approximately 1 hour without issue. (Evt_mcl_foc_shutdown) and (evt_mach_flow_drift_high) did not recur. The system board now operates as designed after the (evt_mach_flow_drift_high) ventilator inoperative was unlatched. The pil found contamination inside the machine flow sensor. The pil installed the flow sensor on the pil trilogy evo test bed (stb) and ran therapy for approximately 1 hour without issue. (Evt_mcl_foc_shutdown) event and (evt_mach_flow_drift_high) ventilator inoperative error did not recur. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor passed all testing. Pil concluded that, even though contamination was present inside the flow sensor, the flow sensor operates as designed.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ventilator inoperative alarm was found. The device's system board was replaced to address the issue.